Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer was declined to troubleshoot for high blood glucose. The customer reported that the insulin pump had no delivery alarm in the past. The customer was assisted with troubleshooting and it was resolved by infusion set change. The insulin pump will not be returned for analysis.